Event description:
It was reported by customer during routine check that the cardiosave intra-aortic balloon pump (iabp) unit had power management board issue. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation

Manufacturer narrative:
After further review, it was determined that the vent was already reported in mfg report no: 2249723-2026-0001471. Please refer mfg report no: 2249723-2026-0001471 for all event related information. Please cancel mfg report no: 2249723-2026-0001470 in your database.

Event description:
N/a.